Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4. H6: medical device problem code (annex a), component code (annex g). Investigation evaluation description of event: as reported, the basket of the ncircle tipless stone extractor was tested and found unable to open and close properly during a ureteroscopy procedure. The procedure was completed with another same-like device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One returned ncircle tipless stone extractor in an open package, visual exam notes kinks in basket sheath 79 centimeters from distal tip handle does not actuate. Basket formation disassembled, handle cannot be manually actuated, removed basket assembly from sheath, basket formation is intact, kink in basket sheath may have contributed to failure. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The IFU does not provide any information related to the reported issue. The complaint was confirmed upon returned device investigation. The returned device noted kinks in basket sheath 79 centimeters from the distal tip. A definitive cause of the reported issue could not be determined with the information available at this time. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of the ncircle tipless stone extractor was unable to open and close properly during a ureteroscopy procedure. The procedure was complete with another same-like device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.